Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no lot information or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
It was reported that a bd phaseal optima injector (n35-o) leaked. The following information was provided by the initial reporter: "it was reported that after the nurses have added the needle to the end of an syringe that has the phaseal injector on it, for a sc injection, it is leaking at the point where the needle attaches to the injector. Event description per attached email states: we have had two issues now in the last week where, after the nurses have adding the needle to the end of an syringe that has the phaseal adaptor on it, for a sc injection, it is leaking at the point where the needle attaches to the adaptor. It happened with rituximab sc and now bortezomib sc. They are attaching a 25 gauge subcut needle. Lot: 1909106, exp 8/31/2020 for the adaptor (for the injection with bortezomib)."

Manufacturer narrative:
The following fields have been updated with corrections. H.3. Reason code for no evaluation: other; if other, specify: see section h.10. .

Event description:
It was reported that a bd phaseal optima injector (n35-o) leaked. The following information was provided by the initial reporter: "it was reported that after the nurses have added the needle to the end of an syringe that has the phaseal injector on it, for a sc injection, it is leaking at the point where the needle attaches to the injector. Event description per email states: we have had two issues now in the last week where, after the nurses have adding the needle to the end of an syringe that has the phaseal adaptor on it, for a sc injection, it is leaking at the point where the needle attaches to the adaptor. It happened with rituximab sc and now bortezomib sc. They are attaching a 25 gauge subcut needle. Lot: 1909106, exp 8/31/2020 for the adaptor (for the injection with bortezomib)".